Event description:
It was reported that the lead integrity alert (lia) triggered due to short interval counts (sic) and high pacing impedance on the right ventricular (rv) lead. Low impedance was also noted. A fracture and insulation failure were suspected. The rv lead was explanted and replaced. It was also noted that the device was oversensing noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: d334trm crt-d implanted: (B)(6) 2013.